Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was running to the bathroom all the time due to a gradual change in therapy or symptoms in (B)(6) 2015. The device didn¿t seem to be working like it was and the patient rarely felt stimulation. The patient was on program 4, but didn¿t know they could increase stimulation. The patient programmer showed that the programmer batteries were low and the patient didn¿t have new batteries available. The patient bypassed the screen and was able to increase stimulation. The patient increased stimulation to 4.6v, but stimulation was uncomfortable, so the patient decreased to 4.4v and felt comfortable stimulation. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient stated that the first time the patient experienced a return of symptoms they came back gradually. They had met with a manufacturing representative (rep) and reprogrammed the ins. Stimulation worked for a little bit.